Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the balanced tip broke during cataract surgery. The surgery was completed after replacing the tip with another tip. There was no patient harm.

Manufacturer narrative:
One opened broken phacoemulsification tip without a wrench, wrapped in plastic wrap. Only top half of broken tip returned. Sample was visually inspected and found to be nonconforming, phacoemulsification broken at aspiration bypass hole, breakage is very jagged on the one part of the broken piece that was returned. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the file was reviewed by the manufacturing site. The photo shows a broken part of phacoemulsification tip. Reported issue confirmed from photo. The videos attached to the file were reviewed by the manufacturing site. Videos show broken phacoemulsification tip removed from sleeve during surgery. Reported issue confirmed from videos. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspections do not show any manufacturing issues that would cause the broken phacoemulsification tip. The exact root cause for the broken phacoemulsification tip is unknown; therefore specific action with regards to this complaint cannot be taken. An investigation has been completed and actions are presently being implemented to eliminate the broken phacoemulsification tip issue. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).